Event description:
It was reported that before using the transray plus 40cc balloon catheter, an issue arose where the three-way stopcock on the sheath was damaged. A new balloon set was brought out, and the installation proceeded without problems. No harm to the patient was reported.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.